Event description:
A beckman coulter inc. Employee reported a leak from one beckman total bilirubin triggered (tb-t) kit. The leaking solution was total bilirubin reagent. The personnel handling the kit were wearing personal protective equipment which included safety glasses and gloves. There was no report of any personnel seeking medical attention associated with this event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. No patient results were associated with this event. The facility possessed a risk management plan and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc.'s assessment of the reagent revealed that the cause of the leak was a missing cap. (B)(4).